Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic feeling unwell. Upon interrogation, the right ventricular lead exhibited loss of capture and sensing anomaly. The patient was pacer dependent and a temporary pacing device was used. Both the pulse generator and the lead was explanted and replaced. The patient was in stable condition post operation.